Manufacturer narrative:
The astral device was returned to a resmed authorized third party service center. Evaluation confirmed the reported complaint. The battery required replacement to address the issue. The device was returned to the customer unrepaired due to no response received from customer regarding repair. Based on all available evidence, an investigation determined that the reported complaint was due to a faulty/defective internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device would not operate while using its battery and failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.